Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the trunk cable connector has bent pins. The root cause for the damaged pins was unable to be positively identified. There were no adverse events associated with the damaged belt.

Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.